Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reclaim adapter piece broke during impaction.

Manufacturer narrative:
(B)(4). Testing showed that impact forces in a clinical setting could be in the range of 6000lbf to 12,000lbf. These forces are higher than the forces targeted in the design of the assembled implant inserter adaptor. A stop shipment (B)(4) was issued on february 10, 2015. A health hazard evaluation meeting was held on february 23, 2015 via (B)(4). The qrb issued a device removal for the three adaptors that were outside of depuy synthes control via (B)(4). CAPA (B)(4) was issued on february 20, 2015 to determine the root cause and any corrective action. The CAPA determined the root cause is that the forces applied in an or setting were higher than the design target. Changes to the design verification and design validation procedure (B)(4) included additional definitions and more emphasis on: * general background requirements, * design validation/verification requirements, * protocol requirements, * design validation/verification test report requirements. A design verification summary requirement was added for non-testing design verifications. Changes to the technical design review requirements procedure (B)(4) ensured more robust verifications/validations are conducted prior to launch. Changes were made to the verification and validation plan review (vvp), with emphasis on section 6.8.3 requirement. Obsoleted product code 297500920 to keep the assembled implant inserter adaptor from being sold and to discontinue the reclaim back table option via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.